Manufacturer narrative:
Smiths medical received one medfusion® 3500 syringe pump for analysis in good condition. Visual inspection revealed a burnt component on the interconnect board and cracked battery door. The event history log noted that the battery was not working. The power up process was tested with no battery indication light noted during process. Based on the evidence the interconnect board (component l2 burnt out) was the cause of the complaint. However, the root cause of the issue could not be determined and the issue will be monitored.

Event description:
It was reported that a burning odor was noted to a smiths medical medfusion® 3500 syringe pump. No patient involvement was noted.